Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papes allege: suffered symptoms and damage to her body including but no limited to severe pain and discomfort in her groin, thighs, buttocks, back, and hip joints; instability to walk without pain and discomfort; popping and clicking sensations in her hip joint infection and inflammation of bone and tissue surrounding the implants; metallosis; formation of pseudsotumors and alval; lack of mobilty; chromium and cobalt toxicity and other complications

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.